Manufacturer narrative:
An event of the reshaping effect was unsatisfactory after implant was reported. Information from the field indicated that there was a regurgitation after implantation. The device was removed and replaced. The device was returned to abbott for investigation. The investigation found no damage or anomalies to the ring. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported lack of effect and regurgitation could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2025, a 31mm tailor flexible annuloplasty ring was chosen for a procedure. After implantation, a reflux occurred. The ring was replaced with a new 31mm sjm masters series mechanical heart valve was chosen and completed the procedure while patient was still on bypass. There was no delay in the procedure. The patient was reported discharged.

Event description:
It was reported that on (B)(6) 2025, a 31mm tailor flexible annuloplasty ring was chosen for a procedure. After implantation, a reflux had occurred. The ring was replaced with a new 31mm sjm masters series mechanical heart valve was chosen and completed the procedure.

Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.